Manufacturer narrative:
The reported events of unacceptable threshold, r-wave amp variation were not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued with two filars broken / separated consistent with procedural damage. After cleaning the distal end and cutting the lead, the helix could be retracted and extended by applying torque directly to the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage.

Event description:
It was reported that during an implant procedure, the right ventricle (rv) lead was initially positioned at mid-septum of the heart however, the rv lead exhibited high threshold and low sensing. The physician attempted repositioning to lower septum, high septum and at apex locations but same issues occurred. Subsequently, the helix of the rv lead had failed to be extended. Hence, the physician elected to not used the rv lead. Finally, a new lead was successfully implanted at apex area by the physician. The patient was stable throughout.